Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach fundus during a ligation of gastric fundus vein procedure performed on (B)(6) 2026. It was reported that during the procedure, the band fell off the varix. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was used in the fundus of stomach. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the fundus of stomach.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands falling off varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach fundus during a ligation of gastric fundus vein procedure performed on (B)(6) 2026. It was reported that during the procedure, the band fell off the varix. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was used in the fundus of stomach. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the fundus of stomach.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands falling off varix. Block h2: correction: block e1: initial reporter phone. Block h2: additional information. Block h11: investigation results: the speedband superview super 7 device was not returned for analysis. Because the physical device was not available, no visual or functional evaluation could be performed to assess the reported condition. No additional observations could be made beyond the information provided by the customer. The reported event of a band detaching could not be confirmed through product evaluation due to the absence of the returned device. A risk review was completed and confirmed that bands falling off varix is defined in the risk documentation and is documented accordingly. Product record review verified that the device met all manufacturing specifications prior to distribution and no abnormalities were identified during the assembly process. The labeling review indicated that the device was used in a manner inconsistent with the instructions for use, which specify that the speedband superview super 7 band ligator is intended for endoscopic ligation of esophageal varices and anorectal hemorrhoids, and is not intended for use in the fundus of the stomach. However, because the device was not returned and there is insufficient evidence to establish whether the reported band detachment resulted from off label use, procedural technique, or a potential device related malfunction, the definitive cause cannot be determined. Therefore, the most probable root cause for this event is classified as unable to exclude device problem.